Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 17 devices had damaged/broken components, 3 had a loose component and 1 had a bent component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 21 </noe> malfunction events, where it was reported the power cord was damaged (either damaged prongs or exposed wires). There was no patient involvement.